Event description:
Pt presented at (B)(6) with chest pains and drove to (B)(6). Presented at local (B)(6) surgery for eval and was admitted to hosp for overnight eval. Pt admitted to ward 1 bed and attached to welch allyn 62000 (atlas) monitor, (B)(4) for observation. At 0450, the pt was checked and found to be deceased. Cause of death: cardiac arrest myocardial infarction. Audible alarms were very low and not heard by staff, nor was there any printout report of pt alarms or events on the monitor.